Event description:
It was reported to boston scientific corporation that a lynx blue system device was used during a procedure performed on (B)(6) 2022. During the procedure, a lynx blue system was opened and the "end fell off of it." Thus, it was not implanted in the patient. The event is unclear. The event description may suggest that the association loop detached. The procedure was completed with another lynx system device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, an analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The voluntary user medwatch number is mw5111066.